Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the devices due to side-loading the devices during use.

Event description:
On 09/08/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-6500rbe round burr released metal particles into the joint. The drill's use was suspended. No additional information was provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.